Event description:
Varied autoimmune deficiencies potentially caused by chin implant.

Manufacturer narrative:
Device labeling addresses the possible event of silicone anxiety and varied injuries as follows: "questions have been raised regarding various hypothetical long-term effects of silicone implant, primarily silicone gel-filled mammary implants. To the extent that such questions apply to the safety of silicone in general for implantation, this research is relevant to silicone facial implants. The following information is presented to provide general safety information that may indirectly apply to silicone facial implant use. Case reports and other selection-biased reports have suggested a potential association between silicone implants and human immune system diseases, specifically connective tissue disorders. While most of the case reports have concerned silicone breast implants, developments of myositis after silicone cheek implantation and scleroderma after silicone chin implantation have also been reported in isolated cases. Case reports have documented that the following symptoms and conditions have occurred coincidentally with the presence of silicone breast implants: chronic fatigue, muscle pain, joint pain, and swelling, arthropathy, lymphadenopathy, scleroderma, lupus erythematosus, raynaud's syndrome, and rheumatoid arthritis. None of these studies represent proof that silicone breast implants can cause autoimmune disease or connective tissue disorders. Removal of the implant and the surrounding capsule is a recognized precaution if a persistent immunological response is suspected, although among the cases reported, removal of implants did not consistently result in an improvement of remission of the disorders manifested. Controlled, epidemiological studies have provided preliminary results that demonstrate no connection between silicone implants and connective tissue disorders, although definitive long-term studies to evaluate the risk potential are still underway." Sent to FDA on 22/sep/06.